Manufacturer narrative:
The handle and shaft portion of the stone basket assembly were returned for evaluation. The basket itself was not returned. The basket shaft was cut about 12" back from the distal end to expose the two drive wires (hypo tubes) that are normally attached to the two legs of the basket. There is a single nitinol wire from each side of the basket that is inserted into the end of each of the two drive wires or hypo tubes. The hypo tubes were intact and there was evidence of the crimps on both drive wires that forms the bond between the basket and the drive wires. The two legs of the basket had pulled out of the drive wires. It is not possible to determine the loads or circumstances that caused the basket to pull out of the drive wires. A review of the device history record found nothing that could cause or contribute to the reported event. The IFU states: only physicians trained in stone manipulation should perform this procedure. A variety of techniques may be employed, however, the physician should use the technique most appropriate for the individual patient's situation. Inspect the device prior to use and during the procedure. Conventional use is to open the basket with the thumb slide. Pull the basket backward toward the object while slowly rotating the basket. Once the object has been captured, partially close the basket to secure the object for removal by pulling the thumb slide back. Simultaneously, withdraw the basket and the ureteroscope from the urinary system. Baseline report previously filed.

Event description:
It was reported that when attempting to retrieve a 7mm stone from the left ureter, where the ureter crosses the iliac vessels, the basket pulled apart. In order to remove the stone and the basket, ehl was used to break up the stone; then a flexible grasper was used to remove the fragmented stone, the basket and the two wires that came apart from the basket. The basket had only been utilized once. The patient had some ureteral injury and a ureteral stent was placed to allow the ureter to heal. No further complications were reported.